Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers had failed and could not be recovered due to a software update issue. A field service engineer (fse) assisted the customer in recovering the drawers. According to the customer, everything was functional and tested successfully. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary software was not updating, and multiple drawers were failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.